Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 08 feb 2016. It was reported that the patient died the past weekend on an unspecified date. The patient was found to have a pancreatic cyst while she was in the hospital, had intractable vomiting, and it was thought that the patient might have aspirated. It was reported that the patient died from respiratory failure due to pneumonia from aspiration.

Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient underwent a percutaneous endoscopic gastrostomy (peg) and jejunostomy (pej) tube placement procedure on (B)(6) 2016. On (B)(6) 2016 abbvie received a report that a patient that was admitted to the hospital on (B)(6) 2016 and is in ICU because of sepsis and septic shock. The patient is receiving intravenous antibiotics (flagyl 500mg) every 8 hours. The cause of the sepsis is unknown. The nurse reported that the patient has nausea and intractable vomiting.